Manufacturer narrative:
Investigation summary: introducer - difficult/unable to insert / product damage (introducer kink): impella cp (B)(6), two 14 fr x 25 cm introducers, and a purge cassette were returned for investigation. One introducer was in a peel-away state and had several kinks along its length, but no tip damage. The second introducer also had several kinks, with a kinked tip. No damage was found on the returned pump or purge cassette. The pump cannula was also kinked lengthwise on the returned product. No other physical damage was noted on the returned pump. The pump was tested in a bucket of water and no abnormalities were observed. Introducer damage was verified on the returned product; however, the cause of the introducer kink and insertion difficulty was not determined without sufficient clinical information. Device history lot; device batch: s9557236. Device history batch; subcomponent lot: na. Device history review: all introducer from batch #s9557236 passed all inspection checks.

Event description:
The complainant reported that during the impella cp implantation, it was difficult to place the peel-away-sheath. After that correct position according to fluoroscopy and contrast agent administration. When placing the impella, the pump could not be fully placed. It got stuck in the sheath and could not be advanced any further. A kink in the sheath was now visible in fluoroscopy. Removal of the pump was only possible by peeling the sheath. A new pump was implanted with new peel-away-sheath. There was no harm to the patient. There are two related reports. This report represents the introducer and another report was submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.